Event description:
Resident was found on bed check with her head stuck between the bars on the side rail. Rail had to be cut to free the resident. A list of high risk residents is being created and rptr will be purchasing side rail coverguards for those residents. (Also see 1008701)